Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned sample revealed that the staples appeared to be properly aligned. The trigger was returned partially engaged. The next staple is slightly protuding out of the device. The stapler was received with 30 staples remaining indicating that at least 5 staples were fired by the end user. In order to functionally inspect the sample, an attempt to complete the trigger cycle was made by engaging the trigger of the stapler using hand pressure. While completing the trigger cycle, no staple fired. During the second attempt the staple fell from the device unformed. The next 2 attempts had the same results. The device was disassembled for further inspection. Upon disassembly, the anvil and forming tool were adjusted in an attempt to resolve the issue. No defects or anomalies were observed with the components. The device was reassembled and the next 5 staples properly formed and fired. The staples were fired into a skin pad to simulate insertion into the skin. The staples were able to fire into the skin pad, however some of them were unformed. The stapler was disassembled again the sample anvil was replaced with a lab inventory anvil. Upon reassembly, the remaining staples were able to properly form and fire into the skin pad. The sample was sent to the manufacturing site for further investigation. All components were inspected and no issues were found. Additional inspection was put on the anvil component as it was compared with a current anvil in production. A new cover block full of staples was used with the sample anvil to perform a functional test and all staples were properly loaded and fired. No issues were observed with the anvil or any other component. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as the root cause of this complaint could not be determined. Although the staples were able to properly form and fire with the lab inventory anvil, no defects were observed with the sample anvil or any of the stapler components. The sample was sent to the manufacturing site for further inspection and no defects were found with the sample components. All staplers are 100% inspected at manufacturing for firing at the time of assembly so it is unlikely that this issue was present at the time of manufacturing assembly. The reported complaint of "misfire/jam - staples not forming/closing" was confirmed based upon the sample received. Upon functional inspection, the stapler could not consistently form staples when fired from the device. Although the staples were able to properly form and fire with the lab inventory anvil, no defects were observed with the sample anvil or any of the stapler components. The sample was sent to the manufacturing site for further testing and no defects were found with the sample components. All staplers are 100% inspected at manufacturing for firing at the time of assembly. A device history record review was performed with no evidence to suggest a manufacturing related cause. Therefore, the root cause for this complaint cannot be determined. We will continue to monitor and trend on this issue.

Event description:
It was reported that the stapler does not close the staples properly. We used another stapler to finish the procedure.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73a2000093 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler does not close the staples properly. We used another stapler to finish the procedure.